Manufacturer narrative:
Results: the sample was not available for analysis. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for evaluation, we were unable to determine an absolute root cause for the problem encountered. (B)(4).

Event description:
The needle failed to retract, resulting in a needlestick injury. No medical intervention was required, as all of the testing came back negative.